Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgery and initial approach for initial surgery? Were any concomitant procedures performed? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications product code and lot # what was done during procedure in 2012? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
The patient had a tvt mesh sling surgery for urinary incontinence at (B)(6) hospital in year 2004. Due to recurrence of incontinence the patient had a new tvt mesh sling operation at (B)(6) university hospital in year 2012. In year 2016, the hospital finds a mesh erosion in urethra. The mesh sling erosion has been tried revision/removal twice by urethroscopic, and most recently in (B)(6) 2017 vaginally.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Corrected narrative: it was reported that the patient underwent a sling procedure in 2012 and the mesh was implanted due to recurrence of incontinence . In 2016, the mesh erosion was found in urethra. It was also reported that due to mesh erosion, the revision/removal procedure was performed twice by urethroscopic, and most recently in (B)(4) 2017. Additional information has been requested.